Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-12896. It was reported that the patient's left ventricular lead exhibited loss of capture. An adapter was attached to resolve the issue. On (B)(6) 2019 prior to a routine generator replacement procedure, fluoroscopy imaging was performed and unspecified insulation damage on the patient's left ventricular lead was observed. In addition, the patient's right ventricular lead showed signs of delamination. It was noted that all measurements were normal. No intervention was performed. The patient's condition was stable throughout the event.